Event description:
Customer reported device = 569 mg/dl and 2312 hour. Lab = 150 mg/dl at 2320 hour. Customer treated pt with 10 units of insulin ivp. At 2400 hours, device = 131 mg/dl. Second recheck @ 0108 hour, device = 68 mg/dl. Customer gave pt d10 ivf @ 60 cc/hour @ 0040. Pt was transferred to nursing unit. A request was made for return product and replacement product was sent.